Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 3000 on the left ventricular (lv) lead. It was noted there was no observations of noise and impedances were noted to be stable measuring 500-700 ohms. Technical services suggested to bring the patient in for further evaluation. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 3000 on the left ventricular (lv) lead. It was noted there was no observations of noise and impedances were noted to be stable measuring 500-700 ohms. Technical services suggested to bring the patient in for further evaluation. At this time, the device and lv lead remains in service. No adverse patient effects were reported.